Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24848, related manufacturer reference number: 2017865-2021-24847. It was reported that the patient presented for generator replacement. During the procedure the physician noted right atrial lead noise, and insulation break of the right ventricular lead. The physician attempted to place a new right atrial lead, however the helix failed to extend, and a replacement was required. Both the right atrial and ventricular leads were successfully replaced. There were no patient consequences.

Manufacturer narrative:
The reported event for a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. The cause of the reported event for helix mechanism issue was due blood that clogged the helix at the helix region and an over torqued inner coil at the connector region.